Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed within the canister. Customer performed a supply change to address the issue. Customer's blood glucose level was 300`s - 320 mg/dl,